Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and a monitor motor runaway was observed. Evaluation was performed, and the alarm was unable to be reproduced. The pump was able to power on and navigate through the screens with no discrepancies. The mechanism is known to contribute to the system error and requires replacement. The reported condition was verified. The cause was determined to be from the mechanism. The mechanism requires replacement to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a system error 20603 (monitor motor runaway). This was observed during setup. There was no patient involvement. No additional information is available.